Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing, noise, and changes in amplitude morphology measurements. The inappropriate shocks started in 2022 and continued in 2024 and 2025. The patient's work environment involving the use of construction equipment and tools was suspected to be a contributing cause of noise. Boston scientific technical services provided troubleshooting options to the field and the s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.